Manufacturer narrative:
Analysis: breaking the capsule/tube connection leaves the inside of the capsule/sensor in the open air, distorting the pressure measurement. Pressure build-up is no longer correct, and the sensor becomes unstable, drifting to an abnormally high and erroneous pressure value. Conclusions : the return catheter does not comply with our specifications. An abnormally high pressure is displayed due to a broken capsule/pa tube connection. Note: the kt worked for about 4 days, no access to the kt memory history.

Event description:
Implantation of the device the (B)(6). The machine showed the incorrect pressure after the patient did a CT scan at february 10.the chief physician put the catheter into the normal saline, the machine showed 58mmhg.we did the test and the machine showed 55mmhg. Explantation of the device the same day.

Event description:
Implantation of the device the 6th of february. The machine showed the incorrect pressure after the patient did a CT scan at february 10.the chief physician put the catheter into the normal saline, the machine showed 58mmhg.we did the test and the machine showed 55mmhg. Explantation of the device the same day.